Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The patient was bleeding at the insertion site. The patient went to the emergency room because they were still bleeding after an hour. At the ER, the doctor injected the patient with epinephrine to stop or shrink the blood vessels. The patient also received a stitch on the insertion site. The area was wiped with an alcohol pad and the site was bandaged. At the time of the report, the patient was doing fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.